Event description:
Patient contacted dexcom to report no vibration. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product evaluation determined that the receiver alerts were working and the device operated according to specifications.